Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was deployed six times with poor electrical values. Device was removed before last deployment to flush and clean clot and debris at tip but with final deployment, electrical values were still not within acceptable limits. The ipg had high thresholds. Another ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.